Event description:
It was reported via telephone that the patient's inflatable penile prosthesis was replaced due to the patient dissatisfaction. The patient was unhappy with the rigidity of their device. The patient went from a 21 cm lgx device to a 21 cm cx device. The patient's device was functional. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.